Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that moisture came out of the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043601. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200743676, 200743420, 200744553] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that moisture came out of the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (15) 1/2cc, 8mm, 31g syringes (5 in an open poly bag, 10 in a sealed poly bag) with part of the shelf carton from lot # 8043601. Customer states that there was some air inside the syringe and there was a very small amount of liquid/moisture that would come out. All returned syringes were examined and no foreign matter was observed in any of the syringes. Also, no foreign matter came out of the cannula when fully depressing the plunger rod. All samples were also tested and all were able to draw and expel properly without any observed air bubbles. A review of the device history record was completed for batch# 8043601. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200743676, 200743420, 200744553] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that moisture came out of the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.